Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. A clinical evaluation of this event found that it was caused due to the pt's adverse anatomy and user error during the procedure.

Event description:
Case was an elective procedure to repair an aaa in a woman. Pt had tortuous anatomy and cerebrovascular disease. Prior to placement of zenith devices the right iliac was ligated. The main body sheath was inserted via the right femoral artery and the contralateral limb was extended and cannulated. A more rigid wire guide was placed and low pressure pta was done to the curvature of the left common iliac. Bp dropped about 5 minutes after pta; balloon was dilated in the central part of the left common iliac, and pt was transfused to control blood pressure. The ipsilateral iliac leg was placed and the central aorta was dilated for hemostasis. Contralateral common iliac was visualized under fluoroscopy and a vascular injury was noted in the area of the left common iliac proximal to the pta site. The contralateral leg was placed, which covered the injured site and eventually stopped the hemorrhage. Another manufacturer's stents were placed to secure the anchored area of the iliac arterial legs. Procedure was concluded and pt was taken to the ICU. The pt did not wake up, so a head CT was performed and found nothing abnormal. The next morning, the pt had still not woken up, so another head CT was done. CT revealed infarcted regions in the brainstem and cerebellum. An mra examination following the CT exam revealed the presence of thrombosis in the basilar artery. The pt was treated immediately for these conditions, but subsequently expired.